Event description:
A report was received that the pt's precision system was explanted due to infections at the lead and ipg sites. The pt was initially treated with antibiotics for the lead site infection which cleared. She later developed a pocket site infection which did not clear with antibiotic treatment therefore the physician explanted the system.